Event description:
It was reported the implantable neurostimulator (ins) depleted and the patient had a return of parkinson¿s disease symptoms and less than 50 percent therapy relief. The ins had reached end of service. The patient¿s healthcare professional (hcp) wanted the ins analyzed for potential premature battery depletion. The ins was programmed to 0-, 1-, 2-, 3+ at 6.0v, a pulse width of 90, and a rate of 180 hz on the left subthalamic nucleus and c+, 10-, 11- at 4.0v, a pulse width of 90, and a rate of 180 hz on the right subthalamic nucleus. The patient was programmed in continuous mode. Therapy impedances were measured to be 962 ohms on the left and 898 ohms on the right. The ins was replaced and following the replacement the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at end of service or elective replacement indicator. Longevity was not met and the cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n274577, implanted: (B)(6) 2011, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v141078, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v159795, implanted: (B)(6) 2008, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.